Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose of 648 mg/dl. The customer stated that the stress due to relocating and a recent knee surgery were her perceived cause of the event. Following the event, the customer has been having trouble with excessive no delivery alarms. The customer then stated that she had changed out her infusion set and reservoir four different times without effect. She further stated that the alarms have occurred during manual prime and during bolus delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.